Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was continuously restarting, however the reported issue cannot be confirmed because the customer informed that they gave the wrong ip and the customer informed to close the complaint. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system continuously restarted. No harm has been reported. Philips has started an investigation of the complaint.